Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed reported to the baxter service facility they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.